Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that when the cable is straightened the probe stops working. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was unable to draw power and there was no light at the sensor. X-ray investigation revealed possibly frayed wires at the end of the bend relief area of the ch cable or inside the ch connector which causes the device to malfunction.